Event description:
User experiencing discrepant results for ast. The following examples were provided: initial 87 u/l, repeat 24 u/l; initial 76 u/l, repeat 42 u/l. Initial results were not reported. The field service representative determined the cause to be the reagent. The reagent was replaced.